Event description:
Information received indicates the casters will not lock when the brake is applied. The casters continue to rotate.

Manufacturer narrative:
The technician found the foot end hex rod was broken in half and the foot end casters were not functioning. He replaced the hex rod and the casters to repair the bed.